Manufacturer narrative:
A field service engineer (fse) found that wash concentrate was leaking from v12 tubing and replaced the tubing. The fse tested the instrument, which was fully operational. No further complaint has been filed.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding on-going hydro leaking wash concentrate on synchron lx I 725 clinical system. No injury has been reported in connection with this event.